Event description:
See MDR 1036844-2013-00299 for the first issue. It was reported that during insertion, resistance was met when passing the swg into the needle. The event occurred in the intensive care department and the insertion site was the subclavian on a (B)(6) female, weighing (B)(6). As a result, a new cvc kit was opened and placed successfully in the peripheral. There was no delay in treatment. No death occurred to the patient.

Manufacturer narrative:
(B)(4). Evaluation: the customer returned one spring wire guide. No needle was returned. The returned guide wire was visually and microscopically examined. The returned guide wire was bent at the proximal end. A tug on each end of the guide wire revealed both welds were intact. Microscopic examinations revealed both welds are complete and there were no separations observed in the guide wire; however, a two offset coils were observed at the distal end and multiple offset coils were observed at the proximal end. There are no other defects or anomalies. The guide wire length and od were measured and met specifications. A device history record review was performed on the introducer needle with no relevant findings. A comprehensive investigation into this reported complaint of resistance was met upon inserting the guide wire into the needle could not be performed since the needle was not returned. Visual examination of the returned guide wire revealed it was damaged at both ends confirming some resistance at insertion. A device history record review on the needle did not reveal any manufacturing related issues. Therefore, the potential cause of this issue cannot be determined.